Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient was revised due to bone fracture approximately 41 days post implantation. Additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Concomitant medical devices: cat#00-6250-065-20 bone scr 6.5x20 self-tap lot#64558811; cat#00-6250-065-30 bone scr 6.5x30 self-tap lot#j6919887; cat# 00-6250-065-40 bone scr 6.5x40 self-tap lot#j6877587; cat#010001002 g7 6.5mm x 45mm screw lot#6637713; cat#ep-200152 act artic e1 hip brg 28x46mm lot#703990; cat#110024465 g7 dual mobility liner 46mm g lot#985060. Source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.